Event description:
A 2 yr. Old male had circumcision, due to balanitis with contracture of foreskin, using a bell manufactured by co. Pt seen in ER 5 days later with pain, penile swelling, dysuria, hematuria treated with antibiotic and pain med. Seen again in ER on 9/4/95, ring fell off on 9/3/95, has increased swelling of penis foreskin, pain on urination, brown crusting and bright red erythema. Told to continue antibiotic, use ice bags. Pt continued to have pain, seen in followup by several pediatric and urologic specialists. Mother states pt has significant excess skin hanging down as a result of the acute swelling, states physician has said the child may be sterile, must wait until child reaches puberty to determine; may also need plastic/cosmetic surgery. Pt is now very frightened of doctors/hospitals.